Manufacturer narrative:
The double header cleaning brush is used to safely remove debris from flexible endoscopes and from the valve openings and dials of the control head of flexible endoscopes. Us endoscopy received a report regarding a double header cleaning brush. The report indicated that after a procedure the brush head was found in the suction button on the endoscope. The brush head had detached from the double header cleaning brush during the prior cleaning of the endoscope and remained in the endoscope during a procedure. The detached brush head had no impact on the procedure and there was no report of harm to the patient or user. The device history record (DHR) for the reported lot was reviewed and found that all in-process and final inspections were performed and acceptable results were documented. The device was not returned for evaluation. Device not returned to manufacturer.

Event description:
The double header cleaning brush is used to safely remove debris from flexible endoscopes and from the valve openings and dials of the control head of flexible endoscopes. Us endoscopy received a report regarding a double header cleaning brush. The report indicated that after a procedure the brush head was found in the suction button on the endoscope. The brush head had detached from the double header cleaning brush during the prior cleaning of the endoscope and remained in the endoscope during a procedure. The detached brush head had no impact on the procedure and there was no report of harm to the patient or user.